Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings. Not returned.

Event description:
On (B)(6) 2016 it was reported to k2m, inc. That a revision surgery took place in which a fractured screw was removed. The patient reportedly had a fractured screw approximately 12 months post-op. Revision surgery took place (B)(6) 2016.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as the lot number has not been identified/confirmed in this case. Since the screw remains in the patient, no physical, chemical evaluation could be performed, and the root cause of the reported issue could not be ascertained. It was confirmed via x-ray that a mesa screw fractured post-operatively. There was a reported non-union, which may have contributed to the incident. However, the root cause of the reported issue could not be ascertained. While none of the implants were returned, a general review of the manufacturing and inspection records revealed no additional information. Patient retained.

Event description:
On (B)(6) 2016 it was reported to k2m, inc. That a revision surgery took place in which a fractured screw was removed. The patient reportedly had a fractured screw approximately 12 months post-op. Revision surgery took place (B)(6) 2016.